Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging an unknown issue and that the patient was experiencing problems with meter remote. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.